Event description:
A ventilator was returned to a third-party service center for evaluation a "yellow light" alarm occurring on the device. There was no harm or injury reported. During the evaluation a ventilator inoperative alarm condition was observed. The device's machine flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue were the following parts failing on the device: internal battery door, cooling fan assembly, fan retainer, muffler assembly, system pca tubing, blower chassis tubing, fio2 tubing, and low flow o2 tubing. The parts were replaced on the device.